Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. A fresenius tech replaced the air separator and valve 43 on the device. The parts was not returned for eval and the machine was returned to service.